Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information notes that the impedance issue, was low pacing lead impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead exhibited non-sustained right ventricular oversensing episodes and auto-capture in high output. Also, loss of capture and high impedance was observed. It was noted that noise was present on the right ventricular lead when the patient coughed and breathed deeply. The lead was explanted and replaced. The patient was in stable condition post-procedure.